Event description:
It was reported that the autopulse platform displayed user advisory (ua) 12 (lifeband not present) and ua 41 (patient temperature sensor failure) messages. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and the front enclosure was found to have been damaged. From the condition of the returned unit, the cause of the damage appears to be wear and tear. During functional testing, the platform ran with a test mannequin for 15 minutes and an additional 30 minutes with a large resuscitation test fixture (equivalent to a 250 lb. Patient) with no issues observed. Neither of the reported user advisory (ua) 12 (lifeband not present) nor ua 41 (patient temperature sensor failure) codes could be reproduced. The platform performed as intended during functional evaluation. There were no mechanical issues identified with the platform that could have caused or contributed to the ua 12 and ua 41 codes. The temperature cable was replaced as a precaution to address the ua 41. The delrin block was inspected as a possible cause for the ua 12 and no issues were identified with it. Since evaluation did not identify any failure of the platform that could have led to the ua 12, the probable cause has been determined to be the belt clip not being detected by the spool shaft due to improper connection of the lifeband to the platform. A review of the platform's archive data was performed and found that the reported ua 12 and ua 41 codes occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. Based on the investigation, the part(s) identified for replacement were the front enclosure and temperature cable. In summary, the reported complaint was confirmed during review of the platform's archive. There were no mechanical issues observed with the platform that could have caused or contributed to the ua 12 or ua 41. The temperature cable was replaced as a precaution to address the ua 41. The probable cause of the ua 12 was determined to be the belt clip not being detected by the spool shaft due to improper connection of the lifeband to the platform. Following service, including replacement of the front enclosure and temperature cable, the device passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.